Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there was no response or a slow/delayed response of the universal side manipulators (usm)/arms when they are manipulated from the surgeon side console (ssc) with serial number (B)(4). An intuitive surgical (is) technical support engineer (tse) was contacted for assistance. After a few moments, the system started to respond again normally. To finish the surgery, the surgeon moved to the other ssc connected to the system, prior to calling the tse. The control from the second ssc had no issues. The tse checked the logs and did not find any error relating to this problem. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse checked the service history of ssc with serial (B)(4) and found guided camera change (gcc) & fiber optic mount has been exchanged for new ones. Since error logs do not point toward a communication error between either master tool manipulators (mtms) and remote arm controller board (racs), the issue is most likely not in those. Fse calibrated and sine cycled the mtms; values found ok; pass. Since the usms have input lag/slow response, the fse figured it cannot be the head sensors of surgeon, because if these would be faulty, the usms would stop moving instead of slow moving when head sensors are defective. The fse checked fiber optic communication status and discovered that the values are well within acceptable range. Although the error logs did not point toward the ssc touch pad, replacement of the ssc touch pad resolved this issue. The fse was unable to find/locate other faults at this time. The system was tested and verified after repairs and is working as intended. The touch screen unit has returned for analysis, however, the failure analysis investigation has not yet been completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. A review of the site's complaint history indicates that this record is related to patient (B)(6). No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the surgeon elected to finish the surgery using a second surgeon side console (ssc) after the start of the procedure. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
The touch screen unit has been returned and evaluated by the failure analysis (fa) team. Failure analysis did not confirm the customer's reported complaint. There was no error login related in the remote fe. The touchpad was installed and tested on the pca test system. Programmed compact flash card with no issues. System started up without any error calibrated unit successfully, and all the touch function tested and passed. Booted up system in normal mode and let it idle for 10 minutes. Power cycled system 10 times, no issue occurs after extensive use. This is an intermittent issue and fa recommend to send to OEM for evaluation replace the touch controller board for precaution and check the controller cable.

Event description:
Refer to h10/h11 for follow-up information.